Manufacturer narrative:
Product ID 3093-28, lot# v360690, implanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient noted a lost or stolen patient device. The following replacement device was ordered for the patient: patient programmer. Antenna. The patient was experiencing a loss of therapeutic effect. The patient lost urinary relief 3 months ago, but she couldn't adjust stim. Since she lost her patient programmer. The patient went to hcp (healthcare provider) and the nurse adjusted stim. 2 weeks ago on friday. As result the patient's urinary issue got worse. The patient was using heavy pad at night and was wetting the bed. Also, the nurse used a catheter to check the patient's bladder. The patient ended up having a kidney infection. The patient had been in the ER twice and hospital once for her infection, and she had urine in her blood. Also, since the nurse adjusted stim, the patient was jerking all over the place. Her knee and legs give out and her arms swing out. The patient said the nurse didn't think it was related but they were checking. The patient was to see the nurse tomorrow to turn the implant off. The patient saw her hcp on monday. Finally, the patient said ins had moved and she was sitting on top of the implant. The patient didn't know when it moved; she said "like it came out of the pocket". If additional information is received, a follow up report will be sent.